Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: la9556, serial#: unknown, implanted: (B)(6) 2003, explanted: (B)(6) 2022, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that during the patient's replacement surgery today, the lead connectivity check was bad for electrodes 5-7. Impedance checks 3 weeks ago were in normal range. Technical services (ts) had the rep swap the port/channel on the neurostimulator and electrodes 13-15 was red. Ts then asked the rep to use the wens to check the lead at extension/lead connection site. Ts later caller rep back to let know the pocket adaptor maybe involved, but tshas no visibility to whether patient has an adaptor or inline extensions. Per caller, intra-op they were getting high impedance on most electrodes (0,1,2,3,4,5 - caller also mentioned that there were high impedances on all but one electrode) and surgeon decided to explant leads and extensions and put in entirely new scs system. Additional information from the rep indicated that the issue for the high impedances was not determined. The patient received a full system replacement to prevent any issues in the future.